Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that percutaneous coronary intervention (pci) was being performed on the proximal to mid left anterior descending (lad) artery. The distal powersail shaft separated. There was no patient injury or intervention reported. A voyager 3.5 x 12 mm was used to complete the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results: quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the balloon dilatation catheter was returned with blood in the inflation lumen, on the outer member and in and on the hub. There was no contrast visible. The distal shaft was separated at the mid lap joint. The material was smooth at the separation. The separated distal portion was not returned. There were three kinks on the outer member 18.5 cm, 22.5 cm and 52.0 cm distal to the strain relief tubing. There was a bend 77.0 cm distal to the strain relief tubing. There was no other damage noted to the balloon dilatation catheter. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.